Event description:
It was reported that the customer was hospitalized in november of 2013 for two days for unknown high blood glucose levels. The customer's blood glucose at the time of the report was 153 mg/dl. The customer also reported that he/she had occlusions in his/her reservoirs, some of which were expired. Standard troubleshooting was performed on the customer's insulin pump. The alarm history revealed multiple no delivery alarms and a motor error alarm on 09/13/2014. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.